Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that during the surgery of rotator cuff repair + bankart injury, the electrode had the short circuit issue as the photo shows. The complaint device was received and evaluated. No visual damages in the device, saline residues were observed in the suction tube, sings of activation can be observed. Functional test was performed, on both modes a warning signal appeared as "output shorted"; the device was sent to the supplier for further evaluations. Supplier evaluation result for vapr s90 4.0mm w/integr hdp -ea, was evaluated by the supplier with the following results: device was not returned in the original packaging, the distal tip is in a used condition, the plastic manifold has been damaged. Residue in suction tube, no visible damage to handle, cable or plug. During the electrical test, the hipot active-return was fail. During the functional test, the activation was fail. The summary of the supplier is: the customer report stated the electrode had a ¿short circuit issue¿. Visual inspection found that the plastic manifold was damaged mostly probably by a ¿shorting¿ event at the distal tip. The cause of the issue is due to a direct path being created between the active and return circuits at the distal end. This can be triggered by an incomplete adhesive seal, resulting in an ineffective isolation of the active and return. The failure mode seen is consistent with previous one piece lps electrodes (s90) which exhibit similar failure modes including output shorting, manifold melting, sparking and arcing during a surgical procedure and have been further investigated through CAPA. The improvement measures implemented into the manufacturing process from CAPA and other previous CAPA's were only to reduce the level of occurrence to an acceptable level and not completely eradicate the probability of this failure mode happening which would require a design change. The operators were retrained on the clip application and for the update of the assembly aids. The visual tip inspection were found to reduce the complaint occurrence rate. A manufacturing record evaluation was performed for the finished device lot number: u1912044, and no non-conformances were identified. Depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (b(6) that during a rotator cuff repair procedure to treat a bankart injury on (B)(6) 2021, it was observed that the electrode had a short circuit issue. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.